Event description:
Multiple positive immulite 2000 ck-mb patient sample results were obtained. The samples were run on other ckmb assays other than the immulite 2000 with normal results. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ck-mb result.

Event description:
Multiple positive immulite 2000 ck-mb patient sample results were obtained. The samples were run on other ckmb assays other than the immulite 2000 with normal results. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ck-mb result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate the cause for the discordant ck-mb result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate the cause for the discordant ck-mb result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.